Event description:
I was diagnosed with acanthamoeba keratitis after having severe eye pain for a prolonged period of time. I have suffered permanent scarring in my eye, as well as my vision being permanently damaged. I used amo's multipurpose contact lens solution previous to this incident. I didn't wear contacts for the next couple years, so by the time I came around to wearing them again, these press releases had been released and I switched brands. I had daily wear contacts, which I cleaned regularly. I underwent an intensive treatment in which I was not able to be in lit areas without wearing an eye-patch, took eye 4 different eye drops every hr around the clock and met with my doctor every couple of days, to once a week to monitor my progress. This block of my treatment lasted for 2-3 mons and then I gradually went to taking eye drops every few hrs while awake and only meeting with my doctor twice a month. Overall, it took a yr of treatment to be sure I was clear of this problem but am still left with the after-effect of severe damage in one eye that can no longer see 20/20 regardless of contacts or glasses and my other eye's prescription greatly declined because of the stress that occured while I was not able to use the infected eye. My doctor caught this disease in an early stage and was able to save me from a corneal transplant, however, I would like to have lasik eye treatment to see if it would be possible to improve my vision so it could reach 20/20 vision, at least with an aid. Dates of use: 2002 - 2003. Diagnosis or reason for use: contacts.